Manufacturer narrative:
The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing on the proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. The cause of the torn seal is consistent with damage during use.

Event description:
During the portico procedure, the valve of the ultimum ev hemostasis introducer was leaking blood. The portico valve was implanted without any complications and the procedure was completed without using another ultimum ev hemostasis introducer. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.